Event description:
Pt expired after receiving treatment for a falsely high whole blood glucose level using accu-chek blood glucose test system. Pt came to ER symptomatic with hypoglycemia. Treatment of insulin was given to the pt after a glucose value of 428 mg/dl was registered on the glucose meter. The pt went into a coma and did not recover. Stat lab ordered at time of finger stick was 55 mg/dl. Lab value obtained after previous treatment. Life saving measures failed. Glucose test strips checked with controls and the result was bad. Visual check of product appeared normal until vial was turned over by a nurse and they saw a crack across the vial bottom - possibly contaminating the product.